Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting they were receiving an error 4 message, when they inserted a strip into their freestyle meter. They also reported the date was incorrect in their meter and the meter's unit of measure was incorrect at mg/dl instead of mmol/l. The meter is one that is designed with the uom being selectable. The meter appears to be exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment